Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that the patient was admitted to the hospital for chest pains and during their visit it was noted that this right ventricular (rv) lead was not capture and dislodged into the atrium. The local sales representative was going to discuss revision options with the physician. No other adverse patient effects reported. Additional information received from the local sales representative states that the physician has reprogrammed the device to aai. No revision procedure has been scheduled or taken place as of now.